Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that during the operation during table testing, it was found that electrode 11 had a high impedance of >5 ,000 ohms ¿ amber as shown. Subsequent programming showed an alert on the connectivity test as shown. The patient was responding clinically, had a successful brainsense survey/ streaming and brainsensing was set up. The patient was tremor free and has had very good results. Further interrogation of the system was not needed for therapeutic benefit. Additional information was received: it was reported that the patient continued to do well, but no other information could be provided.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.